Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances, or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed, and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from a pin hole on the cycler set patient line during an unknown drain (possibly drain 3) of pd treatment. The patient reported receiving multiple m31 air detected in cassette alarms during an unknown drain (possibly drain 3) of treatment prior to observing the leak. The patient restarted the cycler, and technical assistance assisted with setting up new supplies after the bypassing a power fail recovery failed. It is unknown at which point in therapy that the leak may have begun. There was no fluid leak observed within the cycler. The patient was advised to resetup supplies, and notify the peritoneal dialysis registered nurse (pdrn). There was no adverse event, symptom, nor medical intervention reported during the initial call. Multiple follow up attempts were made to request additional information, however, a response was not received.

Manufacturer narrative:
Corrected information: d11 therapy date (transcription error).